Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette into well position b5 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.